Event description:
The customer reported to physio-control that their device didn't deliver a shock. A back up device was used to successfully provide defibrillation therapy to the patient. The patient associated with the event was not harmed.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and couldn't verified the reported issue. A root cause could not be determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device didn't deliver a shock. A back up device was used to successfully provide defibrillation therapy to the patient. The patient associated with the event was not harmed.